Manufacturer narrative:
Pending investigation. D10: 308-01-09 - 9x80mm distal stem modular cemented: (B)(6). 320-31-36 - glenosphere, 36mm: (B)(6). 320-35-01 - small glenoid plate: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 308-05-20 - distal fixation ring ha 20.5: (B)(6). 308-12-00 - med prox body +12.5: (B)(6). 308-15-12 - taper locking screw 12.5: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 2020-06-25 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6). Asa0030 - sterile disposable containers: (B)(6). 13a2101 - cemex system fast genta 70g: (B)(6). Cnl-09 - small cement cannula: (B)(6).

Event description:
As reported by the equinoxe shoulder study, approximately 0 year(s), 0 month(s), and 20 day(s) post-operative of a left implanted tsa, the patient presented with dislocation. Complete dislocation of prosthesis that requires revision surgery. The outcome of the event was resolved by standard reverse revision of the right shoulder. It is noted that the patient has significant scoliosis, places scapula in protracted positioning, making it at-risk. The clinical report indicates that the event is definitely related to the device(s) and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, d, e, g the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.